Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a pulmonary embolism procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to 24f and the pulmonary embolism procedure was completed. Reportedly post procedure, the patient moved during suture management and both sutures broke. The suture of a third proglide device was deployed; however, the suture didn't capture the artery and the whole suture came out with the device. Two hours of manual compression were applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known the additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported difficulties and subsequent treatment appear to be related to due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.